Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly and lost sensor alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed lost sensor signal during in it period. The customer stated that there was an rf communication in the beginning. The customer stated that the sensor transmitter did not blink. The customer was able to remove the sensor and now the sensor has no electrode. The customer will be sent a replacement sensor.